Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 900 mg/dl. Customer had been hospitalized in the past and where the insulin pump was not delivering insulin. The customer stated that the insulin pump had unspecified insulin pump error alarm. Customer was able to clear the alarm. Customer was performed displacement test and test result was no but there was insulin pump error occurred. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.